Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/07/2014 with the following findings: the pump was returned with visible moisture in the display lens. The pump does not power on; no audible or vibratory sounds. The attempt to download the pump history and black box was unsuccessful. The pump fails leak test with audio bolus button leak and battery compartment leak. Removed pump cover; internal moisture damage was confirmed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient awoke that morning with elevated blood glucose (bg) of 480mg/dl with large ketones, nausea, and abdominal cramps. The reporter noted that the pump had no power, and she changed the battery and then the pump had power. Customer technical support (cts) reviewed the pump history with the reporter and noted that the pump emitted a low battery warning at 12am and a replace battery alarm at 1:06am. The reporter admitted that they do not always hear the alarms. The reporter noted that the battery had been changed about two weeks prior. The patient's bg at the time of the call to animas was reportedly 370mg/dl. This complaint is being reported because the patient reportedly experienced hyperglycemia while using insulin pump therapy due to inappropriate response to appropriately emitted alarms.